Manufacturer narrative:
Updated fields. B5, d4 (product serial and product lot numbers), d9, g3, g6, h2, h3, h6, h11. The ul pro fused headlight cable 9ft, 275cm (001388lx9) was returned for an evaluation: the device history record (DHR) was not reviewed, and no manufacturing defects were discovered during failure analysis. Failure analysis: the 001388lx9 ul pro fused headlight cable was returned and evaluated. The headlight cable had visible damage and burn marks at the proximal end of the cable where it is connected to the 00mlx lightsource. The proximal end bezel is cracked with visible burn marks on the ends of the fiber optic strands. Root cause analysis: the complaint is confirmed. The headlight cable had damage, likely caused by overheating to the proximal end of the cable. The most likely cause is physical damage (mishandling/environmental damage) to the 00mlx lightsource displacing internal components that allowed excessive heat from the xenon lamp to damage the headlight cable.

Event description:
This is 1 of 2 reports for the 1st device reportedly used during this event. This report is linked to mfg# 3006697299-2026-00015.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an ear, nose, and throat (ent) procedure, the ul pro fused headlight cable 9ft, 275 cm (001388lx9) black rubber or the plastic melted. Approximately 20 minutes into the procedure, the headlight shut off, with the cord being described as hot or melting. There was no patient injury, death, or surgical delay reported.